Event description:
A medwatch report ref # (B)(4) was received stating that: "ventilator difficulties/malfunction. Vent was switched out for another vent. Problem resolved with new vent as per outcome of the event documentation. High peak pressure alarm and high peep alarm going off. With patient receiving minimal volumes. Vent would trigger a high-pressure breath above alarm setting, then would proceed to not give any breath for approximately 3-4 seconds. Switched patient to another vent an had no issues at all." Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Further information has been requested but no response has been received. No ventilator logs have been provided and no service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).